Event description:
A report was received involving a pt who underwent partial removal of pro osteon 500. In may 1995, the pt was diagnosed with an adamantinoma of the right tibial diaphysis and underwent segmental resection of the right tibia. Treatment consisted of a 6 inch strip of tibial bone which was removed, flashed in the autoclave, and reinserted into the leg. Pro osteon 500 was used to fuse the upper and lower ends of the section of tibia to the fibula. The metaphyseal end fused, however, the diapyseal end did not completely heal. On march 5, 1998, the pt underwent reoperation at which time approximately a "spoonful and a half" of pro osteon was removed from the diaphyseal portion of the bone segment (approximately 1/3 of the pro osteon in this area). The doctor stated that this complication was not related to the pro osteon implant and that there were no known contributing factors. Currently, the pt is doing well.